Manufacturer narrative:
It is unclear if medical intervention to prevent permanent impairment was required during the ER visit. This report is being filed out of an abundance of caution. Device discarded.

Event description:
The user facility reported that a patient recieved blistering from a zipstich device that required a visit to the emergency room. Although requested, there was no further information available regarding medical intervention or adverse consequences.